Event description:
It was reported the procedure was to treat a lesion in the superficial femoral artery (sfa). The 5.5x80mm supera self expanding stent system (ses) was advanced to the target lesion however difficulty was met deploying the stent, causing it to extend the length beyond expected. The patient was sent for surgery for wound debridement; however, in the physicians opinion the supera stent did not cause or contribute to the needed surgery as it was already planned. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that during stent implantation interaction with the anatomy/other devices and/or pre-dilatation was not enough in some locations causing the reported difficult or delayed activation and causing stent to stretch/elongate after deployment; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Additionally, based on the reported information, the physician was unable to have safe control over the release due to lack of experience with the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.